Event description:
Customer related the machine had a filter clogging alarm and an access extremely negative alarm. Customer related the filter was changed because of the clogging alarm. Customer related the pt had potassium of 6.8 upon the initiation of the treatment. Customer related over the first 24 hours the serum potassium was decreasing. However, after the first 24 hours the potassium started to increase. Customer related the pt's temperature was elevated at 103 degrees or 39.4 celsius. It was also related the pt had a picture of "dic" (disseminated intravascular coagulation), and a gastrointestinal bleed. Throughout the treatment, the pt's systolic blood pressure was between 80 and 90. At the time of death, the pt's potassium was 6.8. It was related the pt died of cardiac arrest. It was related the physician was going to perform a hemodialysis treatment to decrease pt's potassium, but the pt expired before the treatment could be initiated. Customer related the physician felt the cause of death was because the prisma did not decrease the pt's potassium fast enough.